Event description:
It was reported that the patient presented to the hospital for a scheduled device changeout procedure. Prior to opening up the pocket, it was discovered that the right atrial (ra) lead exhibited low pacing impedance measurements. The ra lead was explanted and replaced. The patient was in stable condition throughout.

Manufacturer narrative:
The reported event of low pacing impedance was confirmed. Final analysis found that as received, a partial lead (only distal portion) was returned in one piece. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to suture tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion region consistent with friction to device can.